Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for five patient samples tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Patient identifiers for information related to each affected assay: pt-22234 = ft3, pt-22235 = ft4, pt-22236 = tsh. Refer to the attachment for all patient data. The erroneous values are highlighted in yellow. The sample were initially tested at the customer site on the e801 analyzer. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a second e801 analyzer, a cobas 8000 e 602 module (e602), and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patients. The serial number of the e801 analyzer used at the customer site was asked for, but not provided. The e801 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 232740, with an expiration date of 31-jul-2018 was used on this analyzer. The e602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer.

Manufacturer narrative:
Samples (B)(6) were provided for investigation. Investigations of sample (B)(6) determined that it contains an interferent to a component of the ft3 assay. This limitation is covered in product labeling. No interfering factor could be found in sample (B)(6). Based on measured results from this sample, no product problem was found.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.